Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The vascular procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and found the basic input/output system (bios) battery of host pc was defective. Following replacement, the system was returned to good working condition. The codes have been updated based on the investigation's outcome.